Manufacturer narrative:
Follow-up # 1: submitted (B)(4) 2013: on (B)(6) 2013, the patient's endocrinologist responded to a request for further information, and stated that the insulin pump was not responsible for, or suspected in, the patient's hospitalization.

Event description:
The reporter contacted animas on (B)(4) 2013. During the call the patient indicated a recent hospitalization lasting 3 and 1/2 months. The patient did not indicate what the hospitalization was for and no other information was provided. Animas attempted to follow up with the patient and the patient's health care provider but have been unsuccessful at this time.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.